Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) system overheat. There was no health hazard reported.

Manufacturer narrative:
Firm provided updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated unit. No abnormality in scroll compressor and temperature sensor. 30psi cal and drive brake. Conducted regulator cal. Running test (3 days at high rate) which was good. Operation inspection had good results.

Event description:
N/a.